Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the cobas mpx assay performed within specifications, as positive control targets demonstrated robust and sigmoidal amplification. The discrepant results were attributed to either a window period sample with viral concentration near the assay's limit of detection or non-specific amplification (nsa). Given the donors' history of non-reactive results, nsa was identified as the most likely root cause. The device remained in operation at the customer site, and no product issue was identified.

Event description:
The initial reporter alleged unexpected reactive results for two donor samples tested with the kit cobas 58/68/8800 mpx 480t ivd assay on the cobas 6800 instrument. The two samples were tested on (B)(6) 2024 and (B)(6) 2024, generating cycle threshold (CT) values of 37.71 and 39.18, respectively. The target growth curves were described as late, minimal, and non-sigmoidal. Positive control targets demonstrated robust and sigmoidal amplification, indicating proper assay performance. Serology testing for both samples was non-reactive. Repeat testing with fresh samples for both donors yielded non-reactive results.